Event description:
It was reported that a spectrum wireless module would not connect to the facility's server. No patient injury was reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.